Event description:
It was reported that there was a right to left shunt present. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 35mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa, and all release criteria was met. The physician released the closure device from the core wire and successfully implanted the device in the laa of the patient. All the devices were removed from the patient and at this time it was noted that the patient had a right to left shunt that was present in their septum. The patient was not experiencing any symptoms as a result of this, but the physician decided to use an atrial septal closure device to successfully close the septal puncture hole. The patient did well following this procedure and was discharged from the hospital.